Event description:
Surgeon utilizing scorpion when it was noted the tip of the needle broke off. Identified in xray. Md decided to leave it in because it would cause more risk to the pt. To take it out.